Event description:
A customer observed a lower than expected vitros phyt results on two (B)(4) proficiency fluids while using the vitros 5,1 fs chemistry system. 5.7 ug/ml versus an expected result of 10.79 ug/ml; 5.3 ug/ml versus an expected result of 10.79 ug/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that the customer reported lower than expected vitros phyt results obtained from two different cap proficiency samples when tested with the vitros phyt assay on a vitros 5,1 fs system. The investigation found no evidence to suggest a malfunction of the vitros 5,1 fs chemistry system or vitros phyt lot 2613-0149-1130. The assignable cause of the event was user error, as the customer performed a dilution protocol that is not recommended by ocd for reporting vitros phyt results.